Event description:
The user facility reported that during a patient procedure user facility personnel commanded their 3085 surgical table via the hand control into reverse trendelenburg position however, only the back section moved in position. User facility personnel proceeded with the procedure which was completed successfully. No injuries were reported.

Manufacturer narrative:
A steris service technician inspected the 3085 surgical table and found no issues with the function or operation. The technician inspected the subject hand control and found that it required replacement. The technician replaced the hand control, tested the function and operation of the 3085 surgical table and hand control and confirmed them to be operating properly. User facility personnel did not utilize the 3085 surgical table's auxiliary override system to position the table to the desired position. The operator manual states (5-1), "the amsco 3085 sp surgical table is equipped with auxiliary override systems that can be actuated at any time and that will allow table operation in the event of primary control malfunction." The steris service technician counseled user facility personnel on the importance of utilizing the auxiliary override systems should the primary control not operate properly. The 3085 surgical table was returned to service and no additional issues have been reported. The 3085 surgical table subject of the reported event was installed at the user facility in 2005 and is serviced and maintained by the user facility.